Event description:
Na.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd saf-t-intima prn yel 24ga x 0.75in leaked. Description of facts, circumstances and means used: significant bleeding from catheter (dressing and bane in place).dressing redone,catheter tested with physiological serum but leakage at base of tubing after fins. Frequency:1-rare (less than once a year). Description of consequences:perfusion stopped in child needing hydration.per os hydration trial.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.